Event description:
Reporter indicated that patient can no longer feel normal and magnet mode stimulation. Reporter also indicated that the patient has had an increase in seizure activity for the past 12 days. The patient has had previous good seizure control with vns therapy and then a sudden uncontrollable increase in seizures. The patient was admitted to the hospital and reportedly discharged with having seizures. The patient has not suffered from any trauma and the reporter was not aware of any medication or device parameters changes prior to events. Further follow up with treating neurologist office indicated that the patient has pseudoseizures as confirmed by an eeg. The patient was also sent to another hospital for a second opinion because the original hospital refused to see them again. The second hospital also diagnosed the patient with pseudoseizures. The patient reportedly has a psychological component associated with their complaints. The neurologist office staff are not to talk the patient and/or family members because of these issues. The neurologist feels none of these issues are related to vns therapy but will do diagnostic testing when the patient returns for follow up. Patient has not seen the treating neurologist for diagnostic testing to determine device functionality. Investigation to date cannot determine if the reason that the patient cannot feel stimulation is due to patient accustomed to stimulation, generator end of life, or malfunction. Review of manufacturing records for the pulse generator revealed no anomalies that would adversely effect device performance.